Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. Technical services (ts) was contacted to review the presenting electrogram, and ts noted one oversensed noise artifact and a subsequent undersensed r-wave. The s-ICD system remains in service. No adverse patient effects were reported.